Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronic assembly. No vibration anomaly was noted. The insulin pump had minor scratches on the display window and a cracked reservoir tube lip.

Event description:
It was reported by the customer that the insulin pump is vibrating unexpectedly. It was also reported that the insulin pump has a blank display. Advised insulin pump would be replaced. No additional information is provided.